Event description:
It was reported that the pump touch screen had a pixel issue on the pump display, which impacted the ability to interact with the pump. The customer's blood glucose level was around 450 mg/dl. The customer reverted to an alternate method insulin therapy.